Event description:
Healthcare professional reported unknown side "residue from implant found in keller funnell after implanting device" and "small hole in implant causing gel to leak out so device was then removed." Surgery was completed with a back up device. Device not implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on anterior and crease flat. Base on the device analysis the final assessment is: striated opening assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported unknown side "residue from implant found in keller funnell after implanting device" and "small hole in implant causing gel to leak out so device was then removed." Surgery was completed with a back up device. Device not implanted.